Manufacturer narrative:
Age: (B)(6). Date received by MFR: 2/19/2016. Update 2/19/16 medical records received. Medical records reviewed for MDR reportability. Part/lot updated. The complaint was updated on: mar 2, 2016. Product: 999890253 MDR : 220412. Device name: asr uni femoral impl size 53. Device common name: FDA code: 87kwa. Part number: 999890253. Lot number: 2540621. PMA/510(k): k040627. Date received by MFR: 1/29/2008. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 2/19/16 medical records received. Medical records reviewed for MDR reportability. Part/lot updated. The complaint was updated on: mar 2, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. This complaint is the subject of. Litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.